Manufacturer narrative:
Device received with the operating currents within specification. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected excessive no delivery alarms noted during testing. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that customer were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 around 8:30 am with blood glucose of 437 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain and headache. The customer was treated by insulin drip and they also had needles but they did not use. Troubleshooting was declined for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.